Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The device is not repairable and will need to be replaced. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.